Manufacturer narrative:
Conclusion: no conclusion can be drawn product visually examined. Photographic images made. Evidence that product in specification when used; undetermined.

Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00230. This event occurred in (B)(6).